Event description:
It was reported that a patient underwent a gynecological procedure on 03/02/2012. During the procedure, the blade of the device was not being exposed. Both the equipment and the disposable were replaced, however, the problem persisted. The surgeon could only perform the surgery while changing between manual and pedal mode repeatedly. Another same like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During functional evaluation, the blade of returned device extended when the trigger was pressed in full and coreguard position of selector switch without any difficulty. The device operated as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.